Manufacturer narrative:
The device was discarded and not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after an implantation of an intraocular lens (iol) into the eye, the patient was unhappy with the outcome and was seeing an arch. Approximatively one month later, the lens was exchanged with a different model iol due to dysphotopsia. Additional information was requested but not received.